Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to aortic stenosis. The patient presented with nyha class ii symptoms. The procedure was performed with a 26mm 9750tfx valve. The patient was transferred to the ICU for recovery.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve, underwent an attempted valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to aortic stenosis. The patient presented with nyha class ii symptoms. There was much difficulty in trying to cross the surgical valve with the tavr valve. After many failed attempts the decision was to abandon the case. The patient will most likely go for surgery to repair his surgical valve. The patient was transferred to the ICU for recovery. Additional information received: it was learned through implant patient registry that the 27mm 3300tfx aortic valve was explanted after an implant duration of six (6) years, eight (8) months due to aortic stenosis. The explanted valve was replaced with a 29mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d6b, g3, g6, h2, h6 (impact code). The device was not returned for evaluation, as the device request is ongoing. H11: corrective data: corrected section g3: the g3 date listed in the original report as 10/3/2024 should be revised to 10/2/2024.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Attempted to obtain the status of the explanted device for return. At this time, the device has not been provided. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.